Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks. The patient presented to the emergency room and was consulted by cardiology. No further information has been provided. No additional adverse patient effects were reported. This crt-d remains in service.